Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Infection [infection], cyst in the (urethra) and vulva [vulva cyst], cyst in the urethra and (vulva) [urethral cyst], (fever, cyst), damage to the vaginal walls, (urethra, and vulva) [vulvovaginal injury], fever, (cyst, damage to the vaginal walls, urethra, and vulva) [pyrexia]. The tampon was torn open. There was only half of it [device breakage]. Case narrative: consumer reported via social media that the tampon was torn open. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Infection [infection]. Cyst in the urethra and vulva [vulva cyst]. Cyst in the urethra and vulva [urethral cyst]. Fever, cyst, damage to the vaginal walls, urethra, and vulva [vulvovaginal injury]. Fever, cyst, damage to the vaginal walls, urethra, and vulva [pyrexia]. Tampon was torn open. There was only half of it. Retained - vagina [foreign body in reproductive tract]. The tampon was torn open. There was only half of it [device breakage]. Case narrative: consumer reported via social media that the tampon was torn open. No serious injury reported.